Manufacturer narrative:
On 06/24/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 07/05/2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a posterior lumbar interbody fusion (plif) procedure, had calibrated 2 non-medtronic drivers and one tap and initially appeared accurate. During navigation, the suretrak driver appeared accurate, however, it would then "jump" in the software lateral to its physical location. All three instruments were inaccurate. The surgeon removed the patient reference frame and proceeded to place the screws using a c-arm. The surgeon completed the procedure without the use of the navigation system and without using the imaging system. Delay in therapy was 10 minutes. There was no impact on patient outcome.